Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer stated that the she woke up with the alarm. Customer was sleeping on the pump and a button was pressed. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.